Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effects of aneurysm and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with percutaneous coronary intervention (pci) treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported aneurysm and angina, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca). The 4x23mm xience sierra and the 4x38mm xience sierra stents were implanted at the target lesion; however, post procedure the patient experienced chest pain. When the patient was checked, an aneurysm was noted in the proximal rca where the 4x23mm xience sierra stent was implanted. A covered stent was used to treat the aneurysm. No additional information was provided.